Event description:
It was reported that during idiopathic vt ablation it was noticed that the patient's blood pressure had dropped and a tamponade occurred. There was a suspected perforation of the lvot. A pericardiocentesis was performed and 400 cc of fluid was extracted. The patient was transferred to ICU for observation and was in stable condition. The physician's opinion regarding the causality of the perforation/tamponade was possibly due to applying too much pressure to the ventricular wall with the catheter during the procedure and unsure exactly when it may have occurred.

Manufacturer narrative:
The concomitant products: coolflow pump: model # m-5491-02, serial # (B)(4), carto 3: model # m-4800-01, serial # (B)(4), stockert: model # m-5463-01, serial # (B)(4). Manufacturer ref # (B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. (B)(4).

Manufacturer narrative:
(B)(4). The returned device was evaluated visually and for deflection and patency flow characteristics; it was also tested for electrical performance, stockert compatibility, and thermal sensor response. The catheter passed all these tests. In addition, the instruction for use (IFU) recommends that a careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. The device history record (DHR) was reviewed and no anomalies were found regarding this issue. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint condition was not confirmed.